Event description:
Customer's daughter reports she kept getting errors after dosing while using the advantage system. Daughter was inserting a dosed strip. Daughter was also using expired strips. Daughter reports customer was weak, tired, couldn't walk straight and was drooling. Daughter called 911 and they tested his blood glucose with a result of 22 mg/dl. Daughter reports ambulance gave him an IV of sugar and customer felt better about 15 minutes later. Daughter reports customer was not able to treat himself. A request was made for return of the suspect product and a replacement was sent.